Event description:
It was reported that a stent dislodgement occurred during the procedure when an attempt was made to advance the promus to the lesion, although reportedly force was not applied to the device during manipulation. No resistance was encountered between the guide wire or guiding catheter. The dislodged stent was able to be retrieved with a snare successfully. (B)(4).

Manufacturer narrative:
(B)(4). Eval summary: since there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Furthermore, stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The lesion condition was described as moderately tortuous, which may have contributed to the failure to cross and stent dislodgement. It is possible that during the attempt to cross, the stent implant became disrupted on the balloon as it interacted with the calcified lesion, such that during removal of the sds, the stent dislodged, however, a conclusive cause cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Additionally, on-line test data for this lot shows all units passed mfg criteria. This suggests that there are no lot specific product quality deficiencies. The failure to cross is likely related to operational context, however, a definitive cause of the stent dislodgement cannot be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.